Event description:
It was reported, that the subject device's power did not turn on. The issue occurred, during a preparation for use. And the intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's allegation was confirmed. The event could have occurred due to g1 board failure. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.